Event description:
It was reported the multifocal intraocular lens was explanted due to the patient's inability to adapt to the power contrast. Patient complained of halos and glare at night and had issues with depth perception.

Manufacturer narrative:
A review of the manufacturer's implant database confirms the original implant was removed and replaced with a monofocal lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was received cut in two pieces across the optic precluding measurement of the diopter. Visual inspection of the optic parts showed no deviations. A review of the manufacturing records was performed and met specifications. Halos and glare are a known and labeled possible side effect of all multifocal lens implants. Our investigation revealed no product deficiencies. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.